Event description:
It was reported that the zimmer air dermatome was not operating. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/21/2003 and was left repaired on 02/15/2010 for a non-related issue. Evaluation of the device observed the device to operate erratically, but within motor speed specification. In addition, there was damage to the head and control bar. Prior to repair, the device was outside calibration specifications only at the zero thickness setting on the left and right side. During repair, the motor was unable to be removed from the motor sleeve. In post-repair, the shaft of the motor was manually rotated and no unusual resistance was observed. No information is known regarding the power source or pressure setting utilized during the reported event. Device was previously returned to zimmer surgical for repair four years ago. The customer's reported event could not be confirmed during testing and a cause could not be determined; however, lack of preventative maintenance most likely caused the damage to the motor over time, which most likely caused the device to operate erratically. The damage to the motor could have caused the customer's reported event. In addition, lack of preventative maintenance and improper handling was most likely the cause for the damage to the head, control bar and reciprocating arm. The device was serviced and returned to the customer.